Event description:
It was reported that during use the healthcare professional noted that the catheter allegedly has a pinhole distal to the insertion site near the clamp area. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary:received a hickman single lumen catheter for evaluation. Microscopic evaluation identified a small hole 4mm distal to the luer; the hole is characterized by jagged "edges" and a diagonal orientation on the catheter. The catheter was flushed with the clamp engaged and water was noted exiting out the identified hole. Therefore, the investigation is confirmed for the alleged hole, and subsequent leak. Based on the location of the split just distal to the internal strain relief the most likely root cause of the alleged leak is clamping on the strain relief. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: d4, d10, g1, h3, h6 (method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during use the healthcare professional noted that the catheter allegedly has a pinhole distal to the insertion site near the clamp area. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary:received a hickman single lumen catheter for evaluation. Microscopic evaluation identified a small hole 4mm distal to the luer; the hole is characterized by jagged egdes and a diagonal orientation on the catheter. The catheter was flushed with the clamp engaged and water was noted exiting out the identified hole. Therefore, the investigation is confirmed for the alleged hole, and subsequent leak. Based on the location of the split just distal to the internal strain relief the most likely root cause of the alleged leak is clamping on the strain relief. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during use the healthcare professional noted that the catheter allegedly has a pinhole distal to the insertion site near the clamp area. There was no reported patient injury.